Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off unexpectedly was due when they had their surgery, but they were able to turn it back on and they confirmed the issue was resolved. The fall's effect on the device was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) with an implanted neurostimulator (ins) for urinary dy sfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a fall and they broke the bone that connects everything where the hip is located so they had to have surgery. Caller stated they put screws into the hip that the stimulator is on the same side. Patient stated they went into the nursing home for rehab and since about 2 weeks ago, they have decided to try using the stimulator again since all this took place. Caller stated they charged everything up but they have noticed the patient is not getting enough notice when they need to go to the bathroom. Patient services asked if patient has ever had their system checked after the fall and caller stated no, but that they are considering increasing the stimulation and would like assistance with this. On the call, caller was unable to power on the communicator but confirmed the communicator was showing it was charging. Caller confirmed they don't think they've ever charged the communicator before. Caller will continue to charge up communicator and will call back once everything is ready to be used. (Con): additional information was received from the patient. Caller called back stating the charger was used to charge the pt's ins 2 weeks ago, they were with the pt and pt's equipment was ready and caller re quested assistance to increase stimulation. Upon synching with the ins, caller confirmed therapy was off, turned it back on and pt confirmed they felt comfortable sensation. Caller said they were not sure why therapy was off but may have been because the ins battery got too low or because it was off for another kind of medical procedure. Caller and pt will monitor the symptoms now that therapy was turned back on.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes missing from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.